Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leak in groshong PICC is confirmed; however, the exact cause is unknown. One photograph of a groshong PICC line was returned for evaluation. Visual observation of the photograph shows a fully assembled groshong PICC line inserted into the inner elbow of a patient. Multiple droplets of water can be observed on the skin of the patient. While droplets can be evidence of a leak, a split cannot be detected from the photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported after catheter placement, the client discovered leakage at the catheter connection site. This issue rendered the catheter unusable, necessitating reinsertion. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.